Event description:
Device malfunction: difficult to remove, piece detachment of vessel locator wing. Time of malfunction: during vessel closure. Symptoms/ae: unretrieved piece of vessel locator wing in vessel. It was reported that a physician in-training in the use of the starclose device achieved arteriotomy closure of a scarred common femoral artery after an unspecified procedure. Reportedly, after deploying the clip, the device was difficult to remove. The safety release button was activated, but did not release the vessel locator wings. The device was removed with a forceful pull. It was noted that approx 1mm of a vessel, locator wing was detached and remained in the artery, confirmed with angiography. The physician decided to leave the detached part in the vessel and aggressively monitor the pt. The starclose clip achieved hemostasis but five mins of manual compression was applied prophylactically. Though requested, no add'l info was available.

Manufacturer narrative:
The device is expected to return for eval. It has not yet been received. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant info.